Manufacturer narrative:
An investigation was not possible because no sample was sent for investigation. On the basis of the product documentation, we can exclude the presence of a defect at the time of delivery of the valve, since this documentation indicates that the valve is in perfect condition. It is possible that protein deposits inside the valve affect the function of the gav® 2.0 valve and have led to an over-drainage . As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. However, we cannot finally clarify what influenced the over-drainage, this would be require an examination of the valve. Further actions: based on the current information, no further regulatory actions are required from our point of view.

Event description:
It was reported that a gav 2.0 valve (part # fx231t) was implanted during a procedure performed on (B)(6) 2020. According to the complainant, the valve was believed to be operating in overdrainage. The patient underwent a revision procedure on (B)(6) 2020. The complaint devices were not returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure.